Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set was received. The complaint was confirmed by evaluation and it was found that there was a damaged port. The root cause is use error due to incorrect operation of a spike assist device. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The spike got bent while the set was being connected to the yset by cleanflash. The spike port of the yset got damaged. There was no patient injury or medical intervention.